Event description:
Customer reported receiving a false negative result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (lot 25757b). Cartridge and reader sn not provided. Although requested, customer was unresponsive and no further information was provided.

Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Investigation could not be completed due to lack of information. Reader serial number and cartridge serial number were not provided.